Manufacturer narrative:
Product investigation summary: the protection sleeve was analyzed for conformance to print specifications as well as the device history record was researched with no abnormal findings identified. Manufacturing and inspection records indicated no problems with the lot in question. It is clearly visible that the threaded part of the protection sleeve is indeed damaged. Based on these findings, it can be concluded that the cause of the damage is not due to any manufacturing non-conformances. It is most likely that a handling fault (dropped on the floor, or hit with another device) caused this occurrence. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the instrument nut cannot easily rotate (is jamming). The complaint issue was discovered during the cleaning processing. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.